Event description:
Left-side capsular contracture, baker grade unknown and left-side rupture, discovered during surgery. Rupture date of event: 02/05/2025.

Manufacturer narrative:
Sientra complaint #:(B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.